Event description:
It was reported that the patient did not have good results of the therapy since implant despite using multiple different drugs and dosing changes. It was reported a catheter access port (cap) dye study was performed in (B)(6) 2023 and it had looked good but the catheter was anterior. It was reported a catheter revision was performed today, (B)(6) 2023, and the hcp pulled the catheter down one vertebral body and now the catheter was sitting posterior. It was reported a cap dye study was performed and looked good. Additional information received from the healthcare provider (hcp) via company representative (rep) indicated the original placement of the catheter was anterior but the hcp did not have a preference at that time for anterior or posterior therefore was not a device issue. It was reported the patient was not getting good relief so the hcp decided to place the catheter posterior for better pain relief and the patient had reported better relief since moving the catheter posterior. The patient's weight was asked but unknown and not available.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.